Event description:
Customer is questioning the 12 lead ECG waveform. No impact to the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.